Event description:
The customer reported receiving lost sensor alarms during the initial period. Troubleshooting was performed. The customer stated that the minilink did not blink on and off. During the call, the customer also reported being hospitalized due to high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.